Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34) was confirmed and reproduced. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition. The complaint was confirmed based on the failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the iesu to be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the system reflected error c-34 message on the integrated electro surgical unit (iesu). The monopolar function was not working. The iesu was rebooted but the issue persisted. The customer proceeded with the procedure using a third-party instrument. The procedure continued as planned. There was no report of patient injury.